Manufacturer narrative:
Medtronic received additional information that the packed/cleaned rbc¿s from the holding bag was draining into reservoir. This would have been through the tubing manifold, mounted in the clamp housing, and into the cardiotomy reservoir. Not back through bowl/centrifuge areas. The reservoir is under negative pressure, thus if the iq tubing were not occluding fully in clamp housing, it would have a pathway from holding bag to cardiotomy reservoir. H6.3 eval code result (fdr/annex c): this field was updated. Additional information h6.4 eval code conclusion (fdc/annex d): this field was updated. Additional information d.4 unique identifier (UDI) # this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that there was no damage noted on the instrument or the disposable. No error warning message appeared. Customer did not track the amount blood loss as a result of this leak. And no transfusion was required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported leak issue was not verified during service. Service technician found unit to have had a blood/fluid spill within the centrifuge. Service technician cleaned centrifuge and level sensors, and operated the unit with wash kit and water. Was unable to experience holding bag fluid draining into reservoir. Unable to duplicate reported issue. Service technician identified the level sensor was operating erratically with fluctuating voltages. Replaced optic cables. Tested the level sensor voltages, and it was steady and achievable. Preventive maintenance was performed as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog iq instrument, it was reported that the holding bag fluid leaked into the reservoir. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event.